Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The injector was manufactured in december 2015. The root cause for customer complaint issue cannot be determined. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the handpiece did not push the lens correctly. Its trajectory was deflecting downward.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided. Two handpiece injectors were returned for evaluation for the report of not pushing the lenses. A complaint history examination indicates there were no additional complaints for the reported issue. The handpiece injectors were manufactured in december 2015. Visual inspections of the iol handpiece injectors were performed and both were deemed conforming. Functional threads to barrel engagement checks were performed and both were deemed conforming. Dimensional plunger position height checks were performed and deemed nonconforming. The plunger positions were both high. The evaluation does confirm both injector plungers have a high plunger position which may contribute to a lens not being pushed correctly. The root cause for the nonconforming plunger height condition is usually from its use or handling over time, but when and how the plunger position became high cannot be determined from this evaluation. Based on the injectors being manufactured over 3 years ago, the complaint issue does not point to a manufacturing issue. The manufacturer internal reference number is: (B)(4).